Manufacturer narrative:
Unit passed displacement test; however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No compromised force sensor alarms noted. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The drive support was inspected and no anomaly noted. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was 155 mg/dl, but states that blood glucose had been high for a week. After troubleshooting, customer was advised that insulin pump would need to be replaced.